Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the hcp attempted to communicate with the patient sitting and doing physical therapy, but was unable to communication with the ins. It was reviewed that the patient needed to return to the room and lay down to troubleshoot further. It was stated that the patient alluded to not being able to communicate with the ins after a hip surgery, same side as the ins, which occurred about 2 months ago. No troubleshooting attempts were made due to lack of access to the product. There were no further symptoms or complications reported or anticipated.